Event description:
During a meniscal repair procedure utilizing a fast-fix 360 reversed curve ndl deliv, it was reported that the second implant (t2) deployed with the first implant (t1). The simultaneous deployment from the inserter occurred when the deployment knob was initially depressed. The suture was cut and removed. T1 and t2 remain in the patient unsupported. The case was completed with a back-up device. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one insertion device with no implants or suture construct was received. The depth limiter straw had been removed. The actuator was found in the pre-t2 deployment position. It was functionally tested and actuates and cycles per design. Without the full complement of the device, the complaint mode cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).